Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console before use. It is suspected that the control board is defective. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the reported "head error" could be confirmed. The (B)(4) control board kit (article number 701034051) has been replaced. After the replacement the device is working as intended. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. The device history record (DHR) of the for which a customer complaint was received, was reviewed on (B)(6) 2025. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The review of the non-conformities was performed on (B)(6) 2025 and during the period of (B)(6) 2023 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2023. For the affected serial number within the timeframe of the search one additional complaint was found in 2020 for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console before use. It is suspected that the control board is defective. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).